Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens haptic damaged or jammed in delivery system. This report is associated with multiple complaints. This file is 3 of 3.

Manufacturer narrative:
Additional information provided in h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received as the initial reporter was referring to the staff's experience, noting that eye procedures are performed three times a week (monday, wednesday, and friday). This was not intended to suggest that the event occurred three times a week. As there is no product-related issue identified, the file will be closed as cancelled.